Event description:
The reporter indicated that a 12.6mm vticm0 12.6 implantable collamer lens of -14.50/3.0/70 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as device "large lens/high vault".

Manufacturer narrative:
Patient information:unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).